Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the left essure coils appears to perforate the proximal end of the tube and extend into the parametrium on the left side.') In an adult female patient who had essure (batch no. 627315) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1 and hypertension. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pain"), genital haemorrhage ("abdominal bleeding"), device dislocation ("migration") and psychological trauma ("psychological injury"). At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, device dislocation and psychological trauma outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for migration. 7 rings right and 4 rings left after placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: the fallopian tubes were occluded bilaterally. On the right side, the fallopian tube was occluded at the cornu. On the left side, the fallopian tube also appears to be occluded at the cornu, but there is some irregularity in the contour of the cornu on the left side. This may be due to some scar tissues around this area.; on (B)(6) 2019: 1. The left essure coils appears to perforate the proximal end of the tube and extend into the parametrium on the left side. The left fallopian tube appeared occluded in the mid-portion but is partially patent. 2. The right fallopian tube is occluded at the cornu. The proximal end of the right essure coil was located at the cornu.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Amendment: the report was amended for the following reason: case unlocked to make changes in eumir tab annex f. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the left essure coils appears to perforate the proximal end of the tube and extend into the parametrium on the left side.') In an adult female patient who had essure (batch no. 627315) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1 and hypertension. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pain"), genital haemorrhage ("abdominal bleeding"), device dislocation ("migration") and psychological trauma ("psychological injury"). At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, device dislocation and psychological trauma outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for migration. 7 rings right and 4 rings left after placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: the fallopian tubes were occluded bilaterally. On the right side, the fallopian tube was occluded at the cornu. On the left side, the fallopian tube also appears to be occluded at the cornu, but there is some irregularity in the contour of the cornu on the left side. This may be due to some scar tissues around this area.; on (B)(6) 2019: 1. The left essure coils appears to perforate the proximal end of the tube and extend into the parametrium on the left side. The left fallopian tube appeared occluded in the mid-portion but is partially patent. 2. The right fallopian tube is occluded at the cornu. The proximal end of the right essure coil was located at the cornu.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the left essure coils appears to perforate the proximal end of the tube and extend into the parametrium on the left side.') In an adult female patient who had essure (batch no. 627315) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1 and hypertension. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pain"), genital haemorrhage ("abdominal bleeding"), device dislocation ("migration") and psychological trauma ("psychological injury"). At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, device dislocation and psychological trauma outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for migration. 7 rings right and 4 rings left after placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: the fallopian tubes were occluded bilaterally. On the right side, the fallopian tube was occluded at the cornu. On the left side, the fallopian tube also appears to be occluded at the cornu, but there is some irregularity in the contour of the cornu on the left side. This may be due to some scar tissues around this area.; on (B)(6) 2019: the left essure coils appears to perforate the proximal end of the tube and extend into the parametrium on the left side. The left fallopian tube appeared occluded in the mid-portion but is partially patent; the right fallopian tube is occluded at the cornu. The proximal end of the right essure coil was located at the cornu.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 05-apr-2021: medical record received. Event added: the left essure coils appears to perforate the proximal end of the tube and extend into the parametrium on the left side. Lot number, reporters information, concomitant drug, lab data and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.